Event description:
It was reported that during a routine visit to the clinic in march 2006 a short circuit between 2 electrodes was found and 4 electrodes had not been inserted into the cochlea. The patient has been reimplanted with a shorter electrode in 2007.

Manufacturer narrative:
The device has been explanted and has been returned. It will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.